Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: in the capacity control mode, when using the patient, the tidal volume monitoring value fluctuates repeatedly around the set tidal volume, and sometimes a tidal volume alarm may appear.

Event description:
The following was reported to hamilton medical ag: in the capacity control mode, when using the patient, the tidal volume monitoring value fluctuates repeatedly around the set tidal volume, and sometimes a tidal volume alarm may appear.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).